Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer states they have been off the pump for several days, and their reservoir ran out of insulin. The customer's blood glucose level at the time of incident was 465mg/dl. The customer was able to clear both alarms, but was quick to get off the phone to treat the high levels with the pump. The customer also mentioned received battery out limit alarm. The customer states they received the alarm after the battery change. The customer was assisted in clearing the alarm and was advised to monitor the device and call back if issues persist.